Manufacturer narrative:
Qc and system information are not available. Sample collection and centrifugation information has not been provided. Service was not dispatched. The customer sent sample to customer product line support (cpls) east for additional testing. Cpls east was able to replicate the customer's reactive result. A clear root cause can not be determined for this event based on the information provided. This reportable event is related to previously submitted MDR 2122870-2011-01087.

Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reactive rubella igm results on one patient which was discordant to another methodology. The result was reported out of the laboratory. Patient results are provided. Unknown if patient treatment was impacted by this event.